Event description:
It was reported that this pacemaker was explanted and replaced due to suspected premature battery depletion. This device remains at the healthcare facility. No additional adverse patient effects were reported.